Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), initial ventricular tachycardia (vt)/ventricular fibrillation (vf) detection was not withheld by pr logic and the wavelet discriminator resulted in no match.  The ICD remains in use.  No further patient complications have been reported as a result of this event.

Event description:
It was further reported via follow-up with the clinic that the ICD wavelet template was re-collected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the episode was supra ventricular tachycardia (svt) inappropriately detected as ventricular tachycardia (vt) and treated with anti-tachycardia pacing (atp) and high voltage therapy.